Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative reported that a trial lead was placed and impedances were checked and in the 6,000 ohms range. The lead was reseated and they got the same value. The lead was moved to the other channel of the wireless external neurostimulator (wens) and they got impedances that were greater than 40k ohms. During the case they replaced the lead with a second trial lead and again got values in the 6-7k range and in the 0-7 channel of the wens and 40k in the other channel. The manufacturing representative reported that the doctor used loss of resistance method with air to find the epidural space. When the lead was moved several vertebral bodies and retested they got better impedance values and good coverage.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#:; product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: h2. Correction: please note, there were two leads involved in this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the serial/lot numbers of the leads would not be made available. They suspected that the cause must have been the use of solely air in the loss of resistance syringe. Impedance completely resolve on their own with time. The leads were disposed of before they could be secured for analysis. It was noted that this information was confirmed with the physician/account.